Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a pump/pump motor feed thru anomaly.

Event description:
Additional information received reported further event detail. The pump replacement was initiated due to the motor stall as previously reported. Corrected information: the reporter stated "the new pump was implanted while we waited for a (B)(6)", which resulted with (B)(6), so the new implant was aborted, which has been reported in manufacturer report # 3004209178-2012-09241. Previously reported information was unclear as to the exact sequence of events. The new information made clear that the system replacement (previously reported) was not completed, and resulted in a total system explant. Additional information also reported that as of (B)(6) 2012 the pump system remained explanted. Reporter stated that it was "unknown" if there was patient injury. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported and confirmed by telemetry that a critical alarm occurred due to a motor stall. It was indicated that the patient had intermittent motor stalls and recoveries since (B)(6) 2012, however the last stall was constant and occurred on (B)(6) 2012 and noted as not recovered. As a result, it was noted that the patient had a return of symptoms including "increased spasticity / tightness and a decrease in appetite/anorexia" and the patient was hospitalized. It was noted that the patient did not have any electro-magnetic interference (emi) or magnetic interaction. It was indicated during pump replacement; a gram stain culture was performed and showed 'many gram positive cocci', and low-grade infection in the pump pocket, so the entire system was replaced. It was later reported that the motor stall did not recover and it varied from hours to days of how long it was stalled. It was also indicated that the cause of the event was due to the pump motor stall but the reason for the stall was unknown. The outcome of the patient was not provided. The drug delivered via pump was compounded baclofen.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, lot# l63772, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.